Event description:
Device malfunction: clip mislocation (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was removed and the clip was found to be in the distal end of the device. The physician re-inserted a guide wire through the puncture site to regain vessel access and a second and third starclose se devices were used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Devices #1 & #3 - starclose se (part # 14679-02; lot #77027-6h), are being filed under medwatch report #2953144-2009-01147 (device #1) and a separate medwatch report (device #3).